Manufacturer narrative:
Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned for evaluation

Event description:
It was reported that an unknown zimmer abutment screw loosened. Tooth location 20.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: IFU-4894 rev 3 (07/09) - instructions for use for zimmer dental implant systems. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Note: some hex or octagon prosthetic components are designed for use in multiple unit cases and may bypass the internal hex/octagon. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.